Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description 01/17/2019 06:29:06 (B)(4) case close complete turn case over to cad... 8100 unit serial # (B)(4) resolve case explain to customer (B)(4) error message on 8100 unit rate accuracy test fails doing pm test. Replace prssure senors on unit, once replace if sensor and still get the same error unit has to come in for repair. (B)(4)____________________ problem description 01/17/2019 06:10:19 (B)(4) 8100 unit serial # (B)(4) customer called in for help on 8100 unit when doing pm test unit he get fail on the rate accuracy test. Explain to customer what can be done to try and resolve issue beofre replace the sensor. He can first aboard the test retry test if fail again, reset asm software and select the calibration test on unit if that test fail need to first replace sensor on unit and once sensor replace run calibration test if all four test pass replace sensor would have resolve the problem and rerun your pm test on unit but if fail unit has to come in for repair. ____________________ problem description 01/14/2019 07:19:34 (B)(4) 8100 unit serial # (B)(4) customer called in for help on 8100 unit when doing pm test unit he get fail on the rate accuracy test. Explain to customer what can be done to try and resolve issue beofre replace the sensor. He can first aboard the test retry test if fail again, reset asm software and select the calibration test on unit if that test fail need to first replace sensor on unit and once sensor replace run calibration test if all four test pass replace sensor would have resolve the problem and rerun your pm test on unit but if fail unit has to come in for repair. ____________________ problem description 01/14/2019 07:09:14 (B)(4) 8100 unit serial # (B)(4) customer called in for help on 8100 unit get a flow block error when try to run pm test on rate accuracy test. Explain to customer with this error first reset his test try the test again if fail again aboard test